Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain and post-laminectomy pain reported about a month after implant the battery site was swollen and the implantable neurostimulator (ins) was moving in the pocket which bothered them. The consumer also had complaints of positional changes when arching their back, going to the restroom, and in other positions. It was also noted the consumer still had some pain in their legs which they thought would be eliminated more. It was unknown what could have caused any of these issues. The rep. Performed an impedance check with all results within normal limits and also reeducated on the consumer on positional changes and expectations on relief. The consumer met with their healthcare provider (hcp) on (B)(6) 2016 who planned on moving the ins site to their abdomen and instructed them to wear an abdominal binder. It was unknown when surgery was going to take place.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer's representative (rep) reported the consumer had their battery moved from the left buttocks to the left abdomen on (B)(6) 2016. It was noted when the consumer presented for surgery the battery was over-discharged so a physician mode recharge (pmr) was performed following surgery and the power on reset (por) was cleared. Following this six to eight coupling bars were achieved, impedances were within normal limits, and the consumer had bilateral coverage.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the patient noticed the overdischarge issue sometime between (B)(6) 2016 and to present (patient was unsure as to a specific date). It was noted that the cause of the overdischarge was that the isn battery was moving and they could never maintain coupling. The representative was to see the patient on (B)(6) 2016 for the overdischarge/pmr issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.